Event description:
It was reported that the patient has experienced a loss of therapeutic effect and no stimulation for the past 2 weeks. The neurostimulator needs to be replaced due to its battery. The patient has a kidney infection now due to the loss of stimulation. The patient was unable to adjust her stimulation and she was at home. Further information is being requested from the hcp.